Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the catheter was returned with contrast visible in the inflation lumen and blood visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or rupture in the balloon. A new indeflator was used in an attempt to pressurize the catheter when fluid leaked from a rupture located above the distal marker, confirming the reported rupture. The rupture was inside a fold, underneath a flap of balloon material. Scanning electron microscopy (sem) lab analysis concluded that the balloon failure may be related to exposure conditions or a material/processing discrepancy. The leak was confirmed to be located above the distal marker initiating in a fold at a region of radial peeling. There was no report of any leaks noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. Reportedly, the lesion was mildly tortuous, moderately calcified and 99% stenosed, which may have contributed to the reported difficulty. However, it is possible that the balloon was damaged during manufacturing, such that it caused the balloon to peel and rupture upon inflation attempt, though this cannot be confirmed. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database did not reveal any other incidents reported for a balloon rupture from this lot, suggesting that there are no lot specific product quality deficiencies. A definitive cause for the reported rupture could not be determined. Balloon material ruptures may be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the lesion was moderately calcified and mildly tortuous, located in the proximal left anterior descending (lad). There was no difficulty in crossing the lesion; however, during the first inflation with the trek, the balloon ruptured at 6 atmospheres. It was replaced with a non-abbott balloon and two xience stents (3.0 x 28 mm and 3.5 x 28 mm) were deployed to complete the procedure. There were no adverse patient effects. No additional information was provided.